Event description:
(B)(6) called. Stated user fell using walker. He heard from the salesman. Mike is the repair tech. No injury was reported to him. Mike had no other information. Doesn't know the incident date. He provided the date that the repair ticket was written up. Not sure on the model of the walker and doesn't have the lot number. The tray was sold to her on (B)(4) 2013.